Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia procedure, communication issues resulted in a procedural delay. The workmate claris amplifier would not communicate with the dws. The fiber optic connections were checked multiple times. The amplifier and dws were both shut down and re-started, and the fiber optic cable was replaced, but the issue persisted. The amplifier was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.